Manufacturer narrative:
Device passed displacement test and self test. Pump error 54/3 alarm found in the pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Customer stated the multiple pump error alarm was reoccurred. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.